Event description:
It was reported that the bd vacutainer® edta 2k had an unspecified amount of tubes with foreign matter. The following information was provided by the initial reporter, translated from japanese to english: the customer¿s verbatim report is that there were black spots found at several sites and a white mass found at one site on the upper area of the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® edta 2k had an unspecified amount of tubes with foreign matter. The following information was provided by the initial reporter, translated from japanese to english: the customer¿s verbatim report is that there were black spots found at several sites and a white mass found at one site on the upper area of the tube.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 13-feb-2023 h.6. Investigation summary: bd received an actual used sample, and 7 photos from the customer in support of this complaint. A visual examination of the samples and photos were performed and revealed embedded foreign matter in the sidewall of the tube. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd determined the root cause was attributed to the manufacturing process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.